Event description:
A nurse reported that during three vitreoretinal procedures, the auto gas fill syringe (agf) did not fill with gas. The staff changed out the disposables multiple times and exchanged both types of gas, however the gas system still did not work. A second syringe system was used to complete the surgery. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).